Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received via social media that the patient had an infection and experienced bleeding. The patient underwent an explant procedure. No further information could be obtained.